Manufacturer narrative:
(B)(4). Evaluation results: (graft occlusion), (ipsilateral limb did not fully expand where the vessel tapered).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 5 months ago. Aneurysm and vessel morphology were not reported. It was reported that approx 4 months post-implantation, the pt presented with an occlusion of the ipsilateral limb of the bifurcated stent graft. The occlusion was thought to have been caused where the ipsilateral limb extended into the external iliac artery; the external iliac artery was tapering, and therefore, the ipsilateral limb did not fully expand. The physician has elected not to intervene. No additional clinical sequelae were reported, and the pt is fine.